Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was a gradual increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The patient has poor health due to other medical conditions. No revision will take place at this time, the plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in-service.